Manufacturer narrative:
The device referenced in this report was not returned for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (mucosal defect) are as follows: 1) mucosa is sucked in distal cover by suctioning while opening space at scope distal end is being close to mucosal surface. If user withdraw scope in this situation, mucosa would be injured by edge of the cover. 2) distal cover gets cracked on tear-off line due to improper attachment to scope. When distal end of scope is pressed on mucosal surface in this situation, mucosa would be caught in the cracked cover and injured even without suctioning. The device instruction manual includes the following caution and warning statements: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography (ercp) there was a mucosal defect. The procedure was completed successfully and no further intervention was required. At follow up, no further bleeding had occurred. Additional information was requested multiple times, but no response was received. This is related to patient identifier number (B)(6) which was reported under MFR. 8010047-2021-09536.